Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had always felt shocking from their implant when they would move, laugh, talk or cough. They thought it was just part of the stimulator. No further complications were reported or anticipated.